Event description:
Pt was admitted to a skilled nursing facility following filter placement in the inferior vena cava beause of deep venous thrombosis of the left lower extremity. This was associated with hypoxemia and probable pulmonary embolism. 12/01- pt underwent heparinization and coumadin therapy that begun when ivc filter was placed. Ivc filter placed due to the severity of dvt's as well as a suspected pulmonary embolism. Pt is currently on anticoagulation. Thrombus documented as present prior to implant and after. Thrombus present in the right common femoral vein and external iliac vein. The right deep femoral as well as superficial femoral veins are occluded. The inferior vena cava cannot be adequately well imaged to determine whether thrombus is present within. Pt was symptomatic-came to ER for evaluation of left lower extremity pain and discomfort and progressive swelling. 1/02- procedure- ultrasound guided placement of 5 french catheter into left popliteal vein for t-pa infusion; thrombotic occlusion of proximal to mid left superficial femoral vein with multiple collateral veins opacified. Two days later, procedure- status post 48 hrs t-pa infusion therapy. Contrast injection through the indwelling catheter. Action taken: significant interval improvement in clot burden, particularly in the external iliac vein. There is resistant stenosis in the external iliac vein which will likely require stent placement. Residual clot is noted in the common femoral vein. Balloon dilation was performed along the entirety of the superficial femoral vein, common femoral vein and external iliac vein. The pt will return in 24 hrs for follow-up. The following day, procedure- left lower extremity venogram was performed via injection of sheath positioned in the popliteal vein and infusion catheter positioned left iliac venous segment. Decision was made to treat the iliac stenosis with angioplasty and stenting. Initially, the segment was treated with multiple inflations of a 12mm diameter balloon. Follow-up venogram demonstrates no evidence of improvement in focal stenosis. As a result, the stenotic segment was treated with overlapping stent (14mm diameter, 40mm length smart stent distally and 16mm diameter, 40mm length wallstent proximally). Stents are expanded with multiple inflations of 14mm diameter balloon. In addition, the left common femoral and superficial femoral veins were dilated with multiple inflations of a 12mm diameter balloon. Post stenting and balloon dilation, follow-up venography is performed. The stented iliac venous segment is widely patent. Moderate persistent narrowing of the left superficial femoral and common femoral veins is noted consistent with chronic dvt. Outcome: successful stenting of severe left iliac venous stenosis as described above. Left superficial femoral and common femoral veins are patent with findings consistent with chronic dvt as noted above.